Event description:
Additional information received indicated that the medtronic valve was implanted within a pre-existing aortic non-medtronic valve.

Event description:
It was reported that during the implant procedure of a medtronic transcatheter bioprosthetic aortic valve, within an unspecified pre -existing transcatheter valve, the implant target location of this medtronic valve was node 0. However, with attempt to implant the valve, the valve dislodged to the -3 location. The delivery catheter system (dcs) recaptured the valve. An another attempt for valve delivery to node 0 was made and the valve again dislodged to the -3 position. During these attempts there was poor hemodynamic tolerance. Treatment was not reported. Ultimately, the valve was implanted with report of an adequate final position.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 31-jan-2028, UDI#: (B)(4). Continuation of d10: product ID: l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.